Event description:
An alarm issue was reported with the adc device in use with a samsung phone with an android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. As a result, the customer received hcp treatment of sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section updated as follows: d1: corrected brand name to freestyle libre 2.

Event description:
An alarm issue was reported with the adc device in use with a samsung phone with an android operating system version 13 and app version 2.8.4.9335. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. As a result, the customer received hcp treatment of sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported missing low alarm. Attempted to replicate the user¿s complaint using similar configuration and successfully start a libre 2 sensor, receive glucose readings and alarm notifications in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung phone with an android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. As a result, the customer received hcp treatment of sugar. There was no report of death or permanent impairment associated with this event.